Event description:
It was reported that the pt's catheter became disconnected from the pump. The hcp was not able to perform a revision until (B)(6) 2010. It was uncertain whether the hcp planned to replace the entire catheter. It was thought that the pump remained on. The pt experienced increased baseline pain. The pt was home at the time of the report. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).